Manufacturer narrative:
Exact date unknown, event occurred 2 months ago.

Event description:
It was reported that the patient was having frequent ipg charging. No device malfunction was suspected. The patient underwent an ipg replacement procedure wherein a non-rechargeable battery was implanted and patient was doing well postoperatively. The patients explanted device was discarded at the facility.